Manufacturer narrative:
Follow-up #1 date of submission, 09/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was torn/punctured. The button responded appropriately to user presses during investigation. Unrelated to the initial complaint, the display screen was dim and discolored. Additionally, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.